Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code-batch regarding the same issue. There are no units in our stock. We have received one open and used sample that contains only a detached needle inside the pack (thread is not available). However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Event description:
It was reported that there was an issue with novosyn. A cesarean section was performed on the patient. It was noted that the needle detached while suturing muscle and fat tissue. There was no patient harm. Additional information was not provided.